Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll euro 200 s/c contained foreign matter. Verbatim: "the syringe was sent into an isolator for the operators to use it in order to prepare a product. The operator at the time moved the syringe out of the packaging which was disinfected before entering into the isolator and was opened when inside the isolator. This is when the impurity was detected and the affected syringe was not used but was replaced." The isolator where the syringe with the impurity was detected was cleaned sessionally as per sop. The isolator was working at the required standards at the time and plates were used on the session which will be checked when results are back from qc.